Event description:
It was reported that a black substance was leaking from the micro oscillating saw. Attempts to obtain additional info were made, but were not successful.

Manufacturer narrative:
Preventative maintenance was performed on the bearings and the device was returned to the user facility.